Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that customer experienced difficulty in insulin delivery. During troubleshooting, customer was asked to changed several infusion sets, but still insulin did not exit. Customer was advised that insulin pump would need to be replaced. No further info provided.